Event description:
It was reported that noise was observed on the ventricular lead which led to the delivery of inappropriate therapy. Low lead impedance was also noted. A review of the faxed electrograms showed noise that is indicative of an insulation break or lead fracture. Positional testing was discussed in an effort to replicate the noise and a chest x-ray to further assess the lead. The case was discussed with the physician who elected to leave the lead implanted.